Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the display flickered and remained black. In this state, the device may be inoperable and defibrillation therapy may not be available if needed. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device physio-control confirmed that the device locked up and would not complete a boot cycle.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the display flickered and remained black. In this state, the device may be inoperable and defibrillation therapy may not be available if needed. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device physio-control confirmed that the device locked up and would not complete a boot cycle.

Manufacturer narrative:
Physio further evaluated the system pcb assembly and determined the cause of the reported issue was due to a failure of the chrystal, designator y1, on the single board computer assembly. This resulted in the device to intermittently fail to boot-up.